Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in poland, during the transcatheter valve replacement (tvr) procedure with a 23 mm sapien 3 valve in the pulmonic position inside two covered stents, post valve implantation, it was noted that there was no visible coaptation and severe central regurgitation. The valve was post-dilated twice, once with a 22 mm balloon and once with a 24 mm balloon. The event did not resolve, and a decision was then made to implant a second 23 mm sapien 3 valve to resolve the event. The patient was stable post procedure.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: h6 (component code, type of investigation, investigation findings, investigation conclusions) and h11 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. There was imagery provided for evaluation. A review of the provided imagery revealed a 23 mm sapien 3 valve implanted into two pre-existing stents in the pulmonic position. The imagery provided also showed the final valve position inside the two stents and the valve sizing after implant. There was apparent regurgitation after post-dilation. The pigtail catheter appears to have interacted with the valve while withdrawn from the valve. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the central regurgitation that resulted in implantation of a second valve was confirmed based on the provided imagery. The cause of regurgitation varies depending upon multiple factors. Typically, mild regurgitation is not unusual after initial valve replacement and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate post-operative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. The available information suggests that procedural factors (leaflet impingement due to guidewire and leaflet motion restricted) could have contributed to the reported regurgitation. Guidewire positioning may impact the ability for the transcatheter heart valve (thv) leaflets to properly function. Positioning the guidewire in a way that impedes the thv leaflet's ability to open and close, will result in thv regurgitation. This should resolve when the guidewire is removed. It is also possible that patient factors and/or other procedural factors not provided may have been present and contributed to the event. However, a definitive root cause was unable to be determined at this time. In regard to the improper leaflet coaptation, this event was unable to be confirmed based on the provided imagery. Although a definitive root cause was unable to be determined at this time, the available information suggests that procedural factors (leaflet impingement due to guidewire) may have contributed to the reported improper leaflet coaptation. Guidewire positioning may impact the ability for the thv leaflets to properly function. Positioning the guidewire in a way that impedes the thv leaflet's ability to open and close will result in improper leaflet coaptation and lead to regurgitation. This should resolve when the guidewire is removed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information provided. The following sections of this report have been corrected/updated: d4 (serial number, expiration date, primary unique device identification (UDI) number), e1 (telephone number), and h4 (device manufacturer date).